Event description:
During an automated red cell collection procedure a donor experienced anaphalytic shock. The event occurred after 19 minutes of donation with 276 ml of red cells collected. The donor experienced swelling of face, throat, hives and chest pain. The donor was a regular blood donor for 13 years but this was their first automated red cell donation. The center nurse called 911 and administered the epipen. The donor was transported to a local hosp by ambulance.